Event description:
It was reported that the patient underwent a hip arthroplasty, and subsequently, a revision surgery was performed due to a fall resulting in dislocation. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). D10 - medical devices: avantage e1 inlay s50 / 28; item# p0561e50; lot# 0001765922; unknown head, item# unknown, lot# unknown. G2 - foreign: australia. Multiple MDR reports were filed for this event, please see associated reports: 3006946279 - 2023 - 00102, 3006946279 - 2023 - 00103, 3006946279 - 2023 - 00104. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Devices are used for treatment. Radiographs were provided and reviewed by a radiologist. The review identified apparent dislocation of the polyethylene liner of the left hip arthroplasty with resulting eccentric position of the femoral head within the acetabular cup. With the available information, a definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.